Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 05/04/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. It was reported that calibration was not performed correctly. The tandem t:slim g4 user's guide states: do not calibrate if your blood glucose is changing at a significant rate, typically more than 2 mg/dl per minute. Do not calibrate when your receiver screen is showing the rising or falling single arrow or double arrow, which indicates that your blood glucose is rapidly rising or falling. Calibrating during significant rise or fall of blood glucose may affect sensor accuracy and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events. Make sure you do not calibrate when "- - -" or the out of range icon are on the screen. Make sure you do not calibrate when "- - -" or the out of range icon are on the screen. Patient's mother stated values were 75-150 points off. It was reported that the patient using the device was under 12 years of age. The t:slim g4 user's guide states: the t:slim g4 system is indicated for use in individuals 12 years of age and greater. At the time of contact, no injury or medical intervention was reported.